Event description:
It was reported by service report that the fowler and head-end right siderail was bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler.